Manufacturer narrative:
The report of loss of sensing and high impedance was not confirmed. A complete lead was returned for analysis. Visual, mechanical, and electrical inspections did not find any anomalies. The root cause of no sensing and high pacing lead impedance could not be determined.

Event description:
During implant, high pacing impedance and loss of sensing was observed. The device was explanted and successfully replaced. The patient was in stable condition.